Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was unknown at the time of event. The customer also reported nausea and vomiting as symptoms of their low blood glucose. The customer stated they recently started dialysis. The customer treated their low blood glucose with glucagon injections. The customer declined to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.